Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was non-original equipment manufacturer upon receipt, the top case was cracked by the front left bottom corner, the right plunger case was cracked and contamination by the l-bracket pole clamp was visible. Error code information could not be retrieved from the ehl (event history log) due to no display. The customer reported issue was duplicated during the investigation as the device alarmed constantly with no display upon power up. Root cause of the reported issue is due to customer/user error whereby the customer must have downloaded a program and did not complete the upload process from the base to the head. No evidence of damage or contamination was found in the main printed circuit board or interconnect board. Uploaded software from the base unit via the interconnect board to the head unit (main board) by performing power point process. Reprogrammed the firmware software to version v1.6.4. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a blank screen and doesn't stay on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.